Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and error did not appear again, after which customer successfully started sensor session.